Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly during testing however, found corroded keypad traces during visual inspection. No button error alarm and no unexpected numbers ramping during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case on display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
It was reported that the customer's insulin pump was alarming button error. Customer's blood glucose level was 5.7 mmol/l at time of reporting. Nothing further reported.